Manufacturer narrative:
Continuation of medical devices: a2dr01 ipg implanted (B)(6) 2006, 4951m lead implanted (B)(6) 2006, 5866x2 adaptors implanted (B)(6) 2006, 5071 lead implanted (B)(6) 2006.

Event description:
It was reported that the three leads were fractured and had high threshold. The leads were partially explanted and replaced. No patient complications have been reported as a result of this event.